Event description:
As reported by legal brief, on (B)(6) 2015, patient underwent a left total knee arthroplasty (tkr). After an initial recovery period and for a period of time thereafter, patient¿s optetrak device performed as expected. Gradually, patient began to experience intermittent stabbing and aching pain in her left knee. By (B)(6) 2017, she developed additional symptoms including swelling and weakness in the joint, pain, locking/catching, and stiffness. An x-ray taken at the end of 2017 reflected possible loosening of the tibial component. On (B)(6) 2018, patient underwent revision of her failed left optetrak device. Upon explantation of the optetrak device, patient¿s surgeon observed that the synovium was consistent with small particle disease from polyethylene wear, and noted wear of the polyethylene with absent evidence of infection.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 3 (cat#: 02-010-01-0230, serial#: (B)(4)); lgc tibial fit tray cem sz 3f / 3t (cat#: 02-012-45-3030, serial#: (B)(4)); three peg patella 35mm (cat#: 200-02-35, serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Additional information received via legal department -revision operative report of (B)(6) 2018. Postoperative diagnosis: loose left total knee replacement. Aseptic loosening due to polyethylene wear. Operative findings: the tibial was well fixed; the femur was grossly loose with significant osteolysis and bone loss underneath. There was wear of the polyethylene, frozen section was negative and had no white blood cells per high powered field and the joint fluid appeared normal.

Manufacturer narrative:
Information initially reported under MFR# 1038671-2018-00262 will be captured and handled in this MFR and in this electronic complaint handling system. MFR# 1038671-2018-00262 was submitted via the esubmitter and a part of a legacy complaint handling process. There is no change in the original reported investigation. There is no other information available.

Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR#: 1038671-2018-00262; therefore, this case will be voided. Any subsequent information will be captured under MFR#: 1038671-2018-00262.